Event description:
The customer reported the output dosage was too high. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, but results of the evaluation were not reported. (B) (4).